Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument and completed failure analysis investigation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. This complaint is being reported due to the following conclusion. The broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The tenaculum forceps instrument was returned to intuitive surgical inc. (Isi) without a reported complaint. On (B)(6) 2016, isi followed up with the customer to gather additional information regarding the instrument. However, the customer was not able to provide any details. The customer did state that there was no patient injury.